Event description:
It was reported that the patient presented via remote transmission. The pacemaker exhibited a battery longevity overestimation anomaly. No intervention was performed. The patient was stable and would continue to be monitored.